Event description:
It was reported that the patient's lead migrated. Surgical intervention was undertaken and the lead was explanted and replaced. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4).

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. The lead did have a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event that lead a was subjected to while still in vivo.